Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 25 mg/ml concentration at unknown dose via intrathecal drug delivery pump for failed back surgery syndrome and spinal pain. It was reported that at routine pump refill, the removed drug from reservoir was approximately 12 ml greater than the expected calculated volume. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Past four refill programming reports were reviewed to verify correct programming and no errors were found. The hcp would perform a catheter due study to verify patency. No interventions/actions were taken to resolve at this point. At the time of this report, the issue had not been resolved and patient status was alive- no injury. No further complications were reported. Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause of volume discrepancy was unknown. Catheter dye study would be performed. The issue had not resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the healthcare professional (hcp) attempted catheter access study and was unable to aspirate any drug or cerebrospinal fluid (csf) from catheter. The hcp discussed catheter replacement with patient and this would be scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported the cause of unable to aspirate was unknown. The replacement not had been scheduled. The device was still implanted. No further complications were reported.